Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient identifier was not provided. Patient's age was not provided. Patient's gender was not provided. Patient's weight was not provided. Date of event was not provided. Doctor's first name and last name were not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had an infection with swelling, soreness and puss from the area. Patient will return for a new implant. Tooth number was not provided.